Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the om. The index was prompted by unstable angina. It was reported that approximately 2 weeks post index, the patient suffered from a gi bleed. The patient was on dapt at the time. The patient was treated with a blood transfusion. It was reported that the event was not related to device, or procedure but possibly related to drug. The patient recovered.

Manufacturer narrative:
Cec adjudicated the bleeding event as barc type 3a. Cec adjudicated the event date as 12 nov 2018. The patient was also treated with a medication change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the event date as (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.